Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump using reset information, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction alarm occurred again, which customer acknowledged and understood.